Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record revealed that the device was shipped in accordance with the specifications and had no nonconformity at manufacturing. Based on the results of the investigation, it couldn¿t be determined whether the product specifications were satisfactory because there was no information on the evidence that the product specifications are satisfactory. In addition, the phenomenon was found during the reprocessing time and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer's reportable malfunction "no image with 180 series ultrasound scope" was confirmed.

Event description:
There were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center had no image with a specific series of scopes. The issue occurred during reprocessing. There were no reports of patient harm.